Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard. Performed pre-fill reservoir test. Found no leakage anomaly during filling. Also performed a visual inspection and found no physical or cosmetic damage. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was leaked. Customer stated that leak occurred at reservoir barrel. Customer stated leak past the 2nd o ring. No harm requiring medical intervention was reported. The reservoir will be returned for analysis